Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure low impedance, small r waves, oversensing, and undersensing issues were noted. The lead was capped and replaced on (B)(6) 2018. Patient was discharged. No further information available.

Manufacturer narrative:
Correction: lead issues were first diagnosed in clinic and not during an unrelated procedure.

Event description:
New information received, notes lead issues were first diagnosed in clinic. Lead insulation issue was suspected.